Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer's stylus was not accurate and was unable to select correctly. It was noted that the overlay to the screen was worn. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional, safety, console and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus could not be calibrated correctly. The caller replaced the stylus and re-calibrated it but the issue remained. It was further reported that the device has been returned to service. There was no patient involvement.